Event description:
Customer reported that during use on the cardiosave intra-aortic balloon pump (iabp), there was no ECG signal on the screen while all 5 leads were attached, but when only 3 leads were used, the ECG signal appeared. However, customer was able to continue patient support with only 3 leads connected. It was also reported that someone recently checked out the pumps for this same issue, and this was the first time that the pumps were used since. However, there is no record of getinge service dealing with this issue in our tech support record, and the biomedical engineer address is for a general electrical (ge) address. No adverse event was reported.

Manufacturer narrative:
Resubmitting f/u 2 as f/u 1. Original date received by manufacturer: 03/06/2018. Updated fields : b4, g6, h2, h3, h6, h11. Corrected: g6. The customer reported that no repair was required. The units EKG was tested using a patient simulator and found the unit to be operational. Unit was returned to the customer for clinical use.

Event description:
Customer reported on that during use on the cardiosave intra-aortic balloon pump (iabp), there was no ECG signal on the screen while all 5 leads were attached, but when only 3 leads were used, the ECG signal appeared. However, customer was able to continue patient support with only 3 leads connected. It was also reported that someone recently checked out the pumps for this same issue, and this was the first time that the pumps were used since. However, there is no record of getinge service dealing with this issue in our tech support record, and the biomedical engineer address is for a general electrical (ge) address. No adverse event was reported.

Manufacturer narrative:
Updated fields : b4, g4, g7, h2, h3, h6, h10. The customer reported that no repair was required. The units EKG was tested using a patient simulator and found the unit to be operational. Unit was returned to the customer for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be sent.

Event description:
Customer reported on that during use on the cardiosave intra-aortic balloon pump (iabp), there was no ECG signal on the screen while all 5 leads were attached, but when only 3 leads were used, the ECG signal appeared. However, customer was able to continue patient support with only 3 leads connected. It was also reported that someone recently checked out the pumps for this same issue, and this was the first time that the pumps were used since. However, there is no record of getinge service dealing with this issue in our tech support record, and the biomedical engineer address is for a general electrical (ge) address. No adverse event was reported.